Event description:
It was reported that the customer went to the emergency room with a blood glucose level that was reading of ¿high¿ (value not provided). Reportedly, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer confirmed pump display turned on when plugged into a power source. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.